Event description:
It was reported that the pump displayed 0 units, and a message occurred instructing the customer to change the cartridge. Customer's blood glucose level was 123 mg/dl. The cartridge and infusion set were changed, and insulin delivery was resumed. Customer declined to provide additional information, and declined troubleshooting with tandem technical support.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.